Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed.

Event description:
Journal article received: osteoporotic hip fracture: comparison on various treatments of metal implants; shou z., kong c.-g., chen w.-y., ding x.-l.; journal of clinical rehabilitative tissue engineering research. 2010 may 28; 14 (22) :4176-4180; reported: use of cannulated screw internal fixation to treat osteoporotic patients with femoral neck fractures. Of 12 males and 20 females, mean age of 78, fifty three percent (17) experienced complications. A copy of the literature article is being submitted with this medwatch. This complaint is for 3 patients who experienced internal fixation and prosthetic loosening. This report is 1 of 1 for an unknown number of unknown cannulated screws for complaint (B)(4). It is unknown if the device is a synthes product.